Event description:
It was reported that post percutaneous coronary intervention procedure, in-stent restenosis occurred. In (B)(6) 2013, a 2.5x32mm promus element drug eluting stent was placed in the left anterior descending (lad). In (B)(6) 2013, the patient returned with chest pain and underwent cardiac catheterization. It revealed 99% in-stent restenosis of the previously placed stent. Access was obtained via femoral artery. The lesion was pre-dilated with a 2.5 mm unspecified balloon catheter. The patient was treated with an additional 2.5x24mm non-bsc stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).